Event description:
No harm to patient. Foley catheter inserted in patient. Urine was leaking out of the collection bag onto the floor in the c/s [central sterile] room. The collection bag had a hole in it.